Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for traumatic aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The device was deployed just distal to the left subclavian artery, but its proximal end was partially captured by the pre-exisitng false lumen though the entry tear located on the descending aorta was successfully covered by the ctag ac device. Entry closure was confirmed and the procedure was concluded. On (B)(6) 2026, the ctag ac was found to have migrated slightly distally, further being drawn into the false lumen. The proximal end of the device had advanced deeper into the false lumen, and an additional procedure was deemed necessary. On (B)(6) 2026, a reintervention was performed. A left common carotid-left subclavian artery bypass was created, and an additional ctag ac was placed just distal to the left common carotid artery. The false lumen was embolized with coils, and the left subclavian artery was embolized using a vascular plug plus coils. Blood flow into the false lumen was successfully eliminated, and the procedure was completed.

Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.